Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during the pediatric retinal procedure using ophthalmic laser indirect ophthalmoscope laser didn't follow the path of the aiming beam and hit the iris resulting in a small burn spot. The patient had no residual effects and was doing fine. Additional information has been requested; none received till date.

Manufacturer narrative:
Additional information was provided in sections h.10, h.3, h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event). Found. All surgical systems are verified to meet specifications after installation (and customer initiated servicing) in accordance with the applicable procedure. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this lot/batch/serial number was performed. All relevant complaints found, were reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information indicates that during an indirect laser retinopexy procedure on a pediatric patient, audible pops were noted. Upon examination of the operative eye, the physician observed pigment dispersion from the iris margin, small opacities on the anterior lens surface, and a downward movement of the pupil. These findings occurred despite the aiming beam being focused on the retina. The procedure was proceeded to complete despite difficulty due to pupil coming down. No long-term sequelae or complications were reported, and the patient did not require any surgical or medical intervention. Follow-up examinations revealed no signs of elevated intraocular pressure (iop) or pupil irregularities.

Manufacturer narrative:
Additional information was provided in sections b3, b5, d.4, h,4, h6, g6, h.10, h11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.